Event description:
The hcp reported that the patient has been intermittently experiencing metallic taste, flaccidity, yawning, headache and pain. The hcp did not not confirm that the patient had been hospitalized for these symptoms and is uncertain if this is indicative of "overdose." The patient is receiving clonidine, lioresal and morphine via the drug pump. It is unknown if the lioresal is compounded. The hcp plans to remove the drug from the pump and replace it with saline to see if there is a reduction in the patient's symptoms. She will be given a prescription for oral supplementation during this trial. The patient has a prescription for "breakthrough" pain and may be taking this, as well. An update has been requested following the trial with normal saline.